Manufacturer narrative:
(B)(4). Device evaluated by MFR: the stent delivery system was returned for analysis. The stent was damaged. At the proximal end the stent struts were raised and misaligned. This type of damage is consistent with the stent meeting a resistance or an obstruction during the removal of the device. It was also specified that the lesion was severely calcified which may have contributed to this damage. The balloon was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 22-feb-2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via the right femoral artery. The 28x3.0mm target lesion with a bend of between <=45 was located in the moderately tortuous and severely calcified was located in the calcified left anterior descending (lad) artery. Following the insertion of a 0.014 non-bc guide wire and a 3.5 non-bsc guide catheter, predilation was performed with a 2x15mm emerge¿ balloon catheter. Subsequently, a 28 x 3.00 promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. Even after second dilatation and several attempts, the device could not cross the lesion. The patient was then referred to an atherectomy specialist. No patient complications were reported. However, returned device analysis revealed a proximal stent damage.